Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The customer took the batteries and cap off, and set the insulin pump for 24 hours. The buttons on the insulin pump were not sensitive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments or partial display noted. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. Inspected the lcd connector and no unlocked connector was noted. The insulin pump had minor scratched display window.